Event description:
Additional information received noting that the patient presented in the emergency room with seizures. The ER physician believes the battery has depleted. No other relevant information has been received to date.

Event description:
Additional information received noting that the last time the patient was seen was on (B)(6) 2022 and it was confirmed that their device was depleted.

Event description:
It was reported that the device was returned prophylactically. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient reported that recently he has had an increase in seizures due to his device reportedly being low. The patient saw the neurologist, where his vns was checked but the patient was not sure what the battery life was. He has been hospitalized multiple times for the increased seizure activity, but they think he is intoxicated, because he has slurred words and his voice is different. The patient did not know if the voice alteration was from vns. He also noted his magnet is not working, and recently he has felt really dizzy. He noted that his seizure patterns have changed as well as he has done things that he has never done before while seizing. Battery life calculation revealed the patient's generator was likely not depleted. No other relevant information has been received to date.